Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however photos were provided for evaluation. ¿ visual inspection of the returned photos found the active tip charred and the generator displaying the error code ¿output shorted¿. No other anomalies could be observed. The manufacturer performed an investigation of the photos provided with the following results: while the images provided do not clearly show the active tip, we can slightly see that the device shows clear signs of use. The potential root cause in this CAPA is that the electrode design relies on the epotek adhesive to provide a dielectric barrier between the active and return path. The internal tracking distance is shorter than the external ¿ therefore if the epotek layer breaks down, internal activation can occur resulting in sparking and arcing. To identify the exact root cause in this instance, we would need to evaluate the affected physical device. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the vapr s90 4.0mm w/integr hdp -ea device generated sparks and the output would short. An error of output short was displayed. Another like device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative:

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H1 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition. The active tip had signs of activation, and the manifold was charred. The tip had foreign matter, presumably biological matter. The shaft, handle, suction tube, cable and plug did not show any signs of damage. The device will be sent to the manufacturer for further review. The supplier performed an evaluation with the following results: device was received in its original packaging. The tip was significantly used, with tissue debris inside the active tip and around the ceramic. Additionally, the manifold was burnt. The handle, cable & plug were used with procedural residue visible in suction tube. There were no ncrs or deviations raised during the manufacturing process of this device. The customer stated that ¿sparks & output short during the operation.¿ the visual inspection found that the manifold was melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. During testing at atl UK we were able to confirm a fault with the device, the complaint device was found to fail electrical testing (hipot active - return) and footswitch activation (ablate - "output short" and sparks). Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous handswitching/one piece lps electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To eliminate recurrence of this failure mode a design change is required. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. Based on the investigation findings, a potential cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.